Event description:
The cypher us otw 3.00 x 33 had a crack at the top of the hub. It was noticed at the moment that the package was opened; therefore, it was not used in the pt. It is not known if the crack occurred in the inflation port or in the guidewire lumen port. No add'l info is forthcoming. Any new info, including product analysis/ evaluation will be submitted within 30 days of receipt.